Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag:summary: (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11. A detailed investigation was performed by an expert from the technical service: the investigation confirmed that the device produced several technical faults (1446029, 1746004, 431001, 446029, 1485001) which led to an interruption of the ventilation. The tfs indicate that a defective mainboard (part n° msp160644) could have been the reason of the malfunction. The service technician on-site could not reproduce the failure but after having replaced the mainboard and having run all calibrations and tests successfully the device worked as intended again. Tf 431001 is a high priority alarm that can lead to an ambient state of the device which means an interruption of the ventilation. If that happens while a patient is connected the device needs to be replaced. Although the replacement is a routine procedure for the hospital staff a deterioration of the state of health of the patient cannon be excluded. Therefore this case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: summary: tf 1446029, 1746004, 431001, 446029, 1485001.